Event description:
Reportable based on device analysis completed on (B)(4)2015. It was reported that advancing difficulties were encountered. Vascular access was obtained via the femoral artery. The 75% stenosed, 24x2.75mm target lesion was located in the non tortuous and non calcified right coronary artery(rca). A 2.75x24mm promus element¿ plus drug-eluting stent was advanced to treat the target lesion. However, a resistance was felt when the device was advanced inside the guide catheter. The device was pulled out and the procedure was completed with another 2.75x24mm promus element plus drug-eluting stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the stent delivery system was returned for analysis. A visual and microscopic examination of the device found the device was returned to the complaint investigation site with proximal stent damage. It was noted that the struts from the proximal stent row were raised outwards distally. This type of damage is consistent with the stent meeting resistance upon withdrawal. The ro markerbands were examined and there was no damage noted. The tip of the device was examined and there was no damage noted. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. It was possible to insert the device over a 0.014 inch guidewire and through the recommended 5 french introducer sheath without any issue noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).